Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 203 mg/dl at the time of the incident. Customer stated they were unable to exit the preparing to prime loop. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.